Event description:
During an opal procedure, l5 - s1, the surgeon was impacting the opal spacer into the vertebral body, and a small portion shattered nicking the dura. The surgeon removed the piece, repaired the dura with dura seal and left the remainder of the spacer in the vertebral body packed with bmp completing the procedure.

Manufacturer narrative:
Synthes is unable to provide the manufacturer and/or the date of manufacture without a lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.